Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 10/30/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: the issue they have had is that the needle reference (B)(6) broke while being used inside the patient. We are checking with the customer if they have raised an mhra complaint. Obviously this is a concerning issue, and for the moment, the customer has quarantined the packs with this reference, but obviously we need to know the lot number of the needle as there may be other lots of packs affected.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.